Event description:
It was reported lead was implanted and removed due to dislodgement. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. There was blood on all conductors and outer insulation was breached cut.